Event description:
While the customer support engineer (cse) was performing an inspection on a demo ventilator, he noticed that the audible alarm would not sound at times, when it should have. The cse inspected the device and replaced the power switch. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.